Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Bilateral patient. Litigation papers allege that patient has experienced persistent and severe pain in hip, groin, and thigh, which has increased over time; sensation of misalignment; and elevated levels of metal ions. Upon information and belief, patient is suffering loss of muscle mass and deterioration of the soft tissue in hip.

Manufacturer narrative:
(B)(4). Examination is not possible as the instrument associated with this report was not returned. A complaint database search finds no other reports against this product/lot combination. Additionally, a two year database search against this product code finds no other complaints for any reason. The investigation is unable to determine a root cause with the information available. Corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
MFR 1818910-2015-33679 was sent in error. It is a duplicate of MFR 1818910-21012-06690. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.